Manufacturer narrative:
Failure analysis noted that the pump was received with operating currents within specifications. The pump passed self-test, unexpected restart test, basic occlusion test and displacement test. There was no motor error alarm noted. The pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm. They were unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The motor was tested outside and the device passed. The pump was received with cracked case at display window corners and battery tube threads. The pump had minor scratched lcd window and it was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 240 mg/dl at the time of incident. The customer woke up with blood glucose of 43 mg/dl and drank orange juice and ate breakfast. The customer's father stated that they were able to rewind the pump. The motor error alarm occurred more than once in the last 30 days. A compromised force sensor system alarm was also found in the pump history. The self-test was completed and the pump passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.